Event description:
It was reported that a paramedic received a laceration at the chin when an incubator dropped while the paramedic was using the cot. The paramedic was treated with a suture. No patient was reportedly involved in this incidence.

Event description:
It was reported that a paramedic received a laceration at the chin when an incubator dropped while the paramedic was using the cot. The paramedic was treated with a suture. No patient was reportedly involved in this incidence.

Manufacturer narrative:
The cot's swing away handle option was accidently actuated, which is what caused the drop event. The cot had an incubator on the litter when the alleged drop event occurred. No patient was involved with the alleged incident. A visual and functional inspection was performed by the field service manager. It was found that the product met specifications; however, the customer requested for the swing handle option to be removed.